Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos for investigation. Although two photos were provided, they were not clear enough to confirm the presence of underfill or show the defect. Additionally, 20 retained samples were subjected to functional tests for draw volume and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, one tube exhibited insufficient negative pressure. No adverse impact was reported regarding the patient or user.